Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted on an unknown date with a 2.4mm locking compression plate (lcp) volar column distal radius plate for distal radius fracture. Follow up x-ray taken approximately three weeks ago, it was noted that one (1) 2.4 variable locking screw had backed out. It is unknown if the patient will be taken to surgery. Concomitant medical device reported: 2.4mm locking compression plate (lcp) volar column distal radius plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) one 2.4 variable locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was returned to surgery on (B)(6), 2017 for hardware removal. All hardware was removed intact, no additional hardware was implanted. Surgery completed successfully, patient reported to be doing well.